Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a pinnacle¿ lite was used during a posterior mesh repair procedure performed on (B)(6) 2017. According to the complainant, during the procedure, upon firing the suture into the first side of the sacrospinous ligament, the capio cage failed to release the needle. The physician then pulled the needle out. The suture broke, and the needle detached. The detached part was caught in the cage. Upon firing the suture into the second sacrospinous ligament, the same thing happened. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.